Manufacturer narrative:
On 10/01/09 received a response from surgeon, the device was implanated in the tricuspid position and was not explanted, therefore, this is not a complaint. This was determined to be not reportable per edwards lifesciences procedures. No customer letter required. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. A device history record review is in process. Two requests were made (via e-mail) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.

Event description:
It was reported that the device was explanted after a implant duration of zero days, due to unknown reasons. No further details were provided.

Event description:
The patient is reportedly experiencing sound quality issues with his internal device. External equipment has been exchanged and programming adjustments were attempted however, this did not resolve the problem. Testing of the device showed that it is functioning. Revision surgery is being discussed.